Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, the device was loaded and the green button was pressed but the device did not fire. Another reload was used to complete the case. There was no patient injury.